Event description:
It was reported that the reservoir had an air bubble anomaly and that the customer experienced high blood glucose. The blood glucose reading was 508 mg/dl. The customer stated that sometimes the transfer guard was so loose that the insulin came through the transfer guard. He noted that the air bubbles in the reservoir were large. Advised the customer to change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-93406.